Event description:
The customer reported the rad-g "switches off sporadically." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device was able to power on and off via battery and ac power. The device remained powered on during testing and no errors were identified. The device was confirmed to be functioning as designed. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the rad-g "switches off sporadically." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: this follow-up MDR is being submitted to update the date of event. B3. Date of event was 01/01/2024; is 10/01/2024. E1. Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6).

Event description:
The customer reported the rad-g "switches off sporadically." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6) .